Event description:
This rv lead was implanted on 9/12/11. A call to technical services on 1/20/12 states that the shock lead impedance today is 102-103 ohms. At implant in september the shock impedance was 80 ohms and at last follow up it was 91 ohms. Asked if other lead measurements are stable and they are. Threshold is less than 1v. Asked if any noise on lead and there is not. Asked if patient has received shock or is dft testing was done. Rep states that patient received 41 joule shock for vf on november 28th and impedance for hv shock was 76 ohms. Lead is single coil durata lead and with all other lead values being normal would just observe at this time in light of hv shock impedance being on high end of normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).